Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer's right atrial (ra) lead exhibited noise and loss of capture (loc). It was also reported that the ra lead pacing impedance increased to greater than 1,500 ohms. The output was increased and had capture. The system remains in service and will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.